Manufacturer narrative:
Brand name unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Product returned was the implant (concomitant).

Event description:
It was reported that unknown screw fractured. Implant was removed.

Manufacturer narrative:
One swissplus tapered implant was returned for inspection. A visual inspection confirmed that an unknown screw was fractured within the drive feature. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems seating of prosthetic components internal hex or octagon components to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause cannot be determined.